Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the customer's blood glucose level was elevated (385 mg/dl). During system check with tandem technical support, customer indicated that apidra insulin was being used.

Manufacturer narrative:
T:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.